Event description:
The customer reported that the system displayed a kilovolt error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, the x-ray tube, the x-ray tube cover, the tube temperature sensor, the filament driver printed circuit board, and the snubbers and snubber insulator covers were all replaced. The generator calibration and the beam alignment were performed and the fluoroscopy doses were adjusted. The system was tested and found to be working as intended and put back into service.